Manufacturer narrative:
The event was determined to be a duplicate report. The event was initially reported in mfg report number 2035293-2014-00046.

Event description:
It was reported the counter torque was not well calibrated during surgery. The surgery was completed, there were several tightening instruments in the set, so the surgeon was able to complete the surgery. The surgery time was not extended for more than 10 minutes and no additional anesthesis was administered due to the alleged incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has initiated based on the reported information.